Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. During procedure, a rectal wall infiltration potentially occurred. There were no patient complications as a result of this event. The patient condition was reported to be stable. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.